Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to issues with the vacuum, the lcd screen was broken and will not stay up right, and the customer has requested to have the ex upgrade added to the scm12. The analysis site confirmed the customer complaint of the "lcd will not stay upright" and to correct this complaint, the site replaced the u-handle, the vso was replaced to correct the customers complaint of "vacuum issues" and found that this was due to the vacuum swing is lower than 4.0 confirming the customer complaint, and per the mammotome service manual, service test were performed with no functional faults found. The unit has not been returned for service prior to this event, therefore no service history review can be done.

Event description:
It was reported the vacuum and the lcd screen are broken and will not stay up. There have been no pt consequences reported.